Event description:
(B)(4) healthcare is the initial importer of the device which is a bath safety chair. Model number of the chair has not been confirmed. Product has not been recovered for evaluation. End user was taking a shower. She felt the chair lean. She stood up, shifted it, and sat back down. This scenario repeated. She tried to shift it and fell on her back. The rear left leg reportedly bent. End user suffers from spinal stenosis. The incident aggravated her condition. She went to a doctor for pain management and was prescribed pain meds. The doctor referred her to a neurosurgeon. She had an epidural on 4/3 approximately 2 weeks after the incident.